Event description:
The bone was fixed with the monotube triax. When the surgeon was checking each of the screws by tightening them with the long handle wrench, one of the screws broke. The surgeon mentioned that he did not give any unnecessarily high force to tighten the screws (the surgeon used the long handle wrench.)

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.